Event description:
Complainant alleged that during inservice training by a zoll sales rep, the device caused the defibrillator to display message code "release button" and would not discharge. The complainant indicated that there was no pt involvement in the reported failure.